Event description:
It was reported that the non preloaded intraocular lens(iol) cartridge did not come down properly and tore the lens. Additional information indicated that the lens was not in contact with the eye only the cartridge tip make contact with the eye. The reason for the issue was loading error. The procedure was completed with the back up lens. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.